Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient receiving gablofen (2000mcg/ml at 100mcg/day) via an implantable pump. The indications for use were unknown. It was reported that the patient was taken to the operating room today for a planned pump replacement with relocation from the left abdomen to the left flank. The physician first started by opening up the midline lumbar incision and dissecting down to the existing spinal segment where they spliced it and connected it to a new proximal segment from a new catheter kit. Once the new proximal segment was attached to the new pump, the physician attempted to aspirate from the catheter access port, but was unable to aspirate any cerebrospinal fluid (csf). At this time, they decided to go ahead and replace the catheter in its entirety. On imaging, they also noted that the catheter was interspinous so they did not believe that the patient was getting medication to the spinal fluid and therefore decided to reduce their dosing from 2643mcg/ day to 100mcg/day upon completion of the surgery. The physician used the spinal segment from the opened catheter kit and placed a new catheter at the bottom of c7. The new catheter was then anchored and tunneled to the new left flank pump pocket, and then connected to the new proximal segment. The new catheter was then connected to the new pump and an additional catheter aspiration from the side port was completed with ample return of csf. The lumbar incision and new pump pocket incisions were irrigated and closed. The physician then moved to the left abdomen and opened up the previously existing pump pocket and removed the old pump and old proximal segment. There was a pump pocket infection with a copious amount yellow and purulent fluid in the pump pocket so a wash out was also performed. A patient factor that could have led or contributed to the issue was a history of diabetes. The patient will be admitted to the hospital for close monitoring over the next few days. The issue was resolved at the time of the report.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6) ); product type: 0184-catheter; implant date (B)(6) 2017; explant date (B)(6) 2024. Brand name ascenda; product ID 8784 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2017; explant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.